Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 504 mg/dl and moderate ketones; cause was not known. A correction bolus was delivered via the pump to initially address bg. At the hospital, the customer was treated with intravenous fluids of saline and a manual injection of insulin to treat the elevated bg. A system check was performed, and it was found that occlusion alarms occurred; however, it could not be confirmed if the alarms caused the high bg. Customer changed pump supplies to address the occlusion alarms. Reportedly, the issue was resolved and no permanent damage was reported. Multiple attempts were made to follow up with the customer to obtain the hospital release date; however, no response from the customer was received.